Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited lead noise with noise reversions. No intervention was performed. The patient was in stable condition and will continue to be monitored.

Event description:
New information noted that the right ventricular lead was capped and replaced on (B)(6) 2022. The patient was stable before, during and after the procedure.